Manufacturer narrative:
(B)(4). Information is unavailable; device was not returned for evaluation. The complaint could not be confirmed because no device was returned for analysis. We did not receive a batch or lot number for the product involved in this complaint. Therefore, we were unable to check manufacturing records for any related non-conformances. Complaint information is trended on a regular basis to determine if further investigation is warranted.

Event description:
It was reported that during a colon resection procedure, the surgeon fired the device and when the anastomosis was observed, there was a staple line leak. The surgeon stated that the staples were malformed and he used suture to secure the staple line. This extended the procedure time 30 minutes. There were no adverse consequences for the patient. The device was discarded.